Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: at the beginning of the third fire, firing was very slow, and the device stopped firing after about 30mm. The device was released from tissue. Another idrive was used to complete the case and over sew the incomplete staple line. The operating time not extended. There was no tissue damage. Nothing fell into the cavity. There was no bleeding. The last known patient status is good. There was no reinforcement material used. Surgical time was not extended beyond 30 minutes.